Manufacturer narrative:
The investigation was started, but is not yet concluded. During internal review of the preliminary investigation result, it was re-evaluated that the event is reportable. The final investigation result will be provided in our follow-up report.

Event description:
It was reported in the user facility report that there has been of an unusual (juttering / rattling) noise from around the expiratory block area of the ventilator. At the same time monitoring values of the ventilator for mve and associated values become erratic with associated alarms. No injury, device removed from use, replaced with an operable other.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The log file of the affected device (asjf-0154) and the flow sensor cable was provided for the investigation. The visual inspection of the cable revealed mechanical damage on the edge of the internal contacts probably caused by colliding with pins of the flow sensor while inserting it. A detailed analysis of the flow sensor cable showed that the internal electrical resistance of the cable was fluctuating. This electrical contact problem can result in a fluctuating tidal volume. In the case of a fluctuating tidal volume the device generates a visual and audible alarm when exceeding the set alarm limits for flow and pressure as reported by the user. According to the instructions for use, the user is also advised to consider patient's ventilation with an alternate ventilation device (e.g. Ambu breathing-bag or replacement device) as immediately necessary in the event of a malfunction. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.